Event description:
It was reported that the tip of filterwire was detached and was retained inside the patient. The more than 95% stenosed target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. During the procedure, it was noted that the tip of filterwire was detached when crossing the occlusion of lesion. The device was retained inside the patient and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Initial reporter facility name: east branch of shuguang hospital affiliated to shanghai tcm university.

Event description:
It was reported that the tip of filterwire was detached and was retained inside the patient. The more than 95% stenosed target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. During the procedure, it was noted that the tip of filterwire was detached when crossing the occlusion of lesion. The device was retained inside the patient and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. It was further reported that the tip was detached within the catheter, not in the patient. The tip was removed from the patient along with the catheter. After withdrawing the product, no detached tip was found when the patient underwent angiography again.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the wire returned inside the delivery sheath and the filter bag came back in undeployed state. It is possible to observe the spring tip is kinked, bent, curvy, and stretched. No broken or detachment sections were noted. Microscope inspection revealed that under microscope was observed that the spring tip is bent/kinked, curvy and stretched. Functional inspection revealed that sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital affiliated to (B)(6) university.

Event description:
It was reported that the tip of filterwire was detached and was retained inside the patient. The more than 95% stenosed target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. During the procedure, it was noted that the tip of filterwire was detached when crossing the occlusion of lesion. The device was retained inside the patient and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. It was further reported that the tip was detached within the catheter, not in the patient. The tip was removed from the patient along with the catheter. After withdrawing the product, no detached tip was found when the patient underwent angiography again.